Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the stenting of a stenosis on (B)(6), 2010. According to the complainant during the colonic stenting procedure, the delivery system was inserted over the wire into the splenic flexure and an attempt was made to deliver the stent. After partially deploying the stent, the nurse encountered strong resistance and 'nothing was moving'. A cracking sound was heard, and the white exterior tube handle detached. The delivery system was removed and the procedure was completed the following day with another wallflex enteral colonic stent. There were no reported patient injuries as a result of this event. The patient's condition post procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the stenting of a stenosis on (B)(6) 2010. According to the complainant during the colonic stenting procedure, the delivery system was inserted over the wire into the splenic flexure and an attempt was made to deliver the stent. After partially deploying the stent, the nurse encountered strong resistance and "nothing was moving". A cracking sound was heard, and the white exterior tube handle detached. The delivery system was removed and the procedure was completed the following day with another wallflex enteral colonic stent. There were no reported patient injuries as a result of this event. The patient's condition post procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the stenting of a stenosis on (B)(6), 2010. According to the complainant during the colonic stenting procedure, the delivery system was inserted over the wire into the splenic flexure and an attempt was made to deliver the stent. After partially deploying the stent, the nurse encountered strong resistance and 'nothing was moving'. A cracking sound was heard, and the white exterior tube handle detached. The delivery system was removed and the procedure was completed the following day with another wallflex enteral colonic stent. There were no reported patient injuries as a result of this event. The patient's condition post procedure was reported to be normal.

Manufacturer narrative:
(B)(4). Stent partially deployed the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. The distal deployment handle was found to be detached from the outer sheath. There were no other issues with the profile of the device. A functional evaluation was performed, and during analysis it was possible to retract the outer sheath by hand and deploy the stent. No issues were noted with the inner lumen or the stent. This type of damage is consistent with excessive force to the shaft. Therefore, based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.